Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary rx partially covered stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath and not deployed. Visual examination of the returned device found the clear outer sheath was broken at the guidewire access sheath (gas) section and the inner shaft was kinked. No other issues with the delivery system were noted. The noted damage is consistent with excessive force being applied to the delivery system. Given the event description and condition of the returned device, the investigation concluded that the observed failures were likely caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation or shipping. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no other similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during unpacking, it was noted that the clear outer sheath just above the stent was kinked and crushed. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the clear outer sheath was broken at the guidewire access sheath (gas) section.